Manufacturer narrative:
Age at time of event: over 50. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. The target lesion was located above the inguinal ligament and below the knee. The procedure was started with a angiojet® solent¿ omni however the power pulse infusion mode would not function. The catheter was replaced with a spiroflex® angiojet® thrombectomy set however it lost aspiration in the middle of the procedure. The procedure was completed successfully with another spiroflex® angiojet® thrombectomy. No patient complications were reported an the patient's current condition is okay.